Manufacturer narrative:
(B)(4). The complaint ojr412b optiflow junior 2 blender transition kit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412b optiflow junior 2 blender transition kit had detached from the cannula tube joint. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412b optiflow junior 2 blender transition kit was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: the customer reported that the tubing of the ojr412b optiflow junior 2 blender transition kit had detached from the cannula tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in sweden reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412b optiflow junior 2 blender transition kit had detached from the cannula tube joint. There were no reported patient consequences.